Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not showing available on the patient medication order list. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system item was not showing as available on the patient medication order list. A technical support specialist (tss) logged into myqlink (mql) and discovered that the medication order for that item was associated with an item that was not in stock, based on the item ID. The tss then guided the customer through the cycle count process to locate the item while the customer was logged in. The customer decided to pull the item to issue it to the patient and will work with the pharmacy to resolve the discrepancy. The item is a high alert medication, and only specific user had general permissions. The customer stated that they will work with the pharmacy to ensure the correct in stock item was added to the patient¿s medication order list and will also ask the pharmacy to escalate the specific user override permissions to high alert to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not showing available on the patient medication order list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.